Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was light grey with no display. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.